Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Reportedly, when the pump was plugged into a power source, the pump battery gauge dropped from (B)(6) to (B)(6). The customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.